Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses and din rail of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the din rail fuses on the imaging system were open. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The din rail was returned to the manufacturer for evaluation. Testing found that the unit failed bench testing as there was a higher than intended resistance coming between two contacts when the unit was energized.